Event description:
It was reported that during an arthroscopic subacromial decompression procedure there was metal flaking coming off the distal end of the burr. No large fragments but heavy flaking all over the joint space and metal debris/flaking was left behind. A backup device was on hand to complete the procedure.

Manufacturer narrative:
Functional testing was performed and it was confirmed that the bushing rotates. Visual inspection confirmed that the batch was not de-burred and there was damage to the hub/sluff. The root cause of this shedding and/or seizing is ongoing. (B)(4) has been opened to investigate the root cause and supply applicable corrective action. (B)(4).